Event description:
It was reported that device entrapment and plaque shift occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter became stuck on the distal strut of an unspecified stent. When the physician pulled on the catheter again, plaque rupture occurred and the catheter was damaged. Another device was used to complete the procedure. The patient status was ok.

Manufacturer narrative:
Device evaluated by manufacturer: the opticross catheter was received for analysis. Visual inspection found no issues as the device appeared to be in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter occurred. Microscopic inspection noted pitting and degradation of the transducer housing consistent with saline damage. The guidewire exit port was also lifted. Functional inspection revealed that the telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing shows a good unit wave form. During image characterization testing, a good square image appeared in the ilab system. The reported complaint was not confirmed.

Event description:
It was reported that device entrapment and plaque rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter became stuck on the distal strut of an unspecified stent. When the physician pulled on the catheter again, plaque rupture occurred and the catheter was damaged. Another device was used to complete the procedure. The patient status was ok.

Manufacturer narrative:
B5 describe event or problem: corrected.

Event description:
It was reported that device entrapment and plaque rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The catheter became stuck on the distal strut of an unspecified stent. When the physician pulled on the catheter again, plaque rupture occurred and the catheter was damaged. Another device was used to complete the procedure. The patient status was ok.